Event description:
It was reported by a customer complaint that the pt was hospitalized due to diabetic ketoacidosis. The reporter stated that the pt had been running high blood glucose levels with ketones for days prior to the admission and that they could not determine the cause. After the hospital admittance, the patient's physician assumed that the fault must lie with the device and demanded that the device and all its associated supplies be replaced. The pt was sent replacements and was to return the alleged device for evaluation. As of 07/2005 this device has not been returned to the manufacturer for evaluation.